Event description:
On 10/10/97, the MFR's sales rep was informed by the outpatient treatment facility's nurse of the report which states the following: the device catheter sheared, causing the torn part of the device catheter to migrate into the pt's heart. No pt injury was reported. No further details were provided at this time.

Manufacturer narrative:
The device was not returned to the MFR for analysis: therefore, the MFR's investigation of this event was limited to a trend analysis and review of the device history record. A trend has not been identified. A review of the device history record did not reveal any mfg variances related to this event. Based upon the product review there is reasonable assurance that the product met alll mfg requirements and functioned as intended prior to placement out in the clinical field. The info provided suggests that this event appears to be due to "pinch-off"; however, due to the unavailability of the device for analysis, no definitive determination can be made as to the cause of this incident at this time. No further details are available. The customer has been notified of the MFR's findings. The MFR is now closing the file on this event.